Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: d1; d4; g3; h6; h11. The reported event could not be confirmed due to lack of product/information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Medical records were not provided. The device history record was not reviewed due to: part and lot identification are necessary for review of device history records, neither were provided. Attempts have been made to gather all product identification information, and no further information has been provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information and/or corrected information. Updated: b5. Corrected: d2. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a patient underwent a temporomandibular joint arthroplasty. Subsequently, the patient is being considered for a patient-specific implant due to restricted mouth opening. However, the revision procedure has been cancelled due to reasons unrelated to the patient's condition. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). G2: foreign - event occurred in canada. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that a patient underwent a temporomandibular joint arthroplasty. Subsequently, the patient is being considered for a patient-specific implant due to restricted mouth opening. Attempts have been made and no further information has been provided.